Event description:
The customer reported that the hp codemaster 100 was being used on a pt in cardiac arrest. After getting the pt hooked up, monitor showed ventricular fibrillation. After charging to 200, the paramedic attempted to defibrillate the pt. After pushing both buttons, it would not deliver the shock. The paramedic checked the pads, wires, and plugs. He could not find anything wrong. He then turned the monitor off for approximately 5 seconds, then back on. While charging, the screen went blank and a system failure message came on the screen. He then changed the battery, turned the monitor on and charged to 200 and delivered one shock. He then charged to 300 and delivered one shock. While charging to 360, a system failure message came on the screen. He then turned off the monitor for approximately 5 seconds, and back on. While charging to 360 again, the same failure message came on the screen. He turned off the monitor for about 3-4 minutes. He then turned the monitor on, which then showed ventricular fibrillation. Charged to 360 and delivered one shock in the parking lot of the hosp.